Event description:
My breast implant started hurting and I have been chronically tired for months and have multiple yeast infections for months along with headaches, memory loss, shortness of breath, chest pain, and heart pain. FDA safety report ID# (B)(4).